Event description:
It was reported that during a low anterior resection procedure, the anastomosis was completed with the device. Upon the leak test, two leaks were found (one at five o'clock and one at nine o'clock). The proximal donut was incomplete. The staples were there, but it is a possibility they were malformed or maybe there was serosal tear. The leaks were over sewn and a temporary loop colostomy was performed to complete the procedure. The case was extended four and a half hours. The pt was kept in ICU overnight due to the longer than normal case. There were no removal issues and all steps were followed for firing the device properly. The surgeon wants to give the anastomosis sufficient time to heal and said he planned to do a colostomy takedown and reconnect the bowel three months post op. There were no add'l pt consequences reported.

Manufacturer narrative:
Date sent: 07/23/2008. Info anticipated, but unavailable at this time.